Event description:
A malfunction was reported on a pump, and there were no notable events prior to this issue. There was no adverse impact on the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump, resolving the malfunction as it did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.